Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-12-20 14:10:20 cst pli# 20, product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Upon receipt (B)(4) was observed. Destructive analysis determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Concomitant medical products: product ID: 3708220, serial# (B)(4), product type extension product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension; product ID: 97755, serial# (B)(4). Analysis of the ins ((B)(4)) found (c300/stim ins/hybrid/integrated circuit/anomaly). Analysis of the lead ((B)(4)) found (c300/stim extension/proximal end/insulation/consistent with metal ion oxidation (mio). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: extension. Product ID 97755, serial# (B)(4), product type: recharger.product ID 97745, serial# (B)(4), product type: programmer, patient. Product ID 97755, serial# (B)(4), product type: recharger, product ID 97755, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported during replacement procedure on (B)(6) 2019, the octapolar end of extension was swollen and would not pass smoothly into ins slot. Lead was limp and damaged after attempt. It was replaced. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported there was no change in pocket depth. The pocket had been made slightly bigger to move the device more medial. The patient had used the device normally for several months before the communication issue developed. The ins was flat in the pocket at explant. There was difficulty inserting extension, so it was replaced and returned for analysis. Impedances were checked (B)(6) 2019 and were within normal limits with the exception of the known issue with electrodes 11, 12, and 15. The patient was given new equipment (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s recharger (rtm) wasn't working because when they went to recharge, they would get a ¿no device found¿ screen on the controller. The patient was issued a replacement rtm. After the patient received the replacement rtm, it was reported that the new recharger didn't work, and the patient was unable to charge the ins. It was noted that the caller had been able to communicate with the ins using the controller without the rtm attached and saw a message indicating that the ins battery was low. The passive recharge process was run through several times. The manufacturer representative disabled and re-enabled the ins from tech mode. After this, the manufacturer representative was able to start a recharging session, and the ins charge level was at 50%. It was reported that when the ins was recharging, but when the caller tried to use the controller, it would show ¿settings not available¿ (screen 59). The manufacturer representative interrogated the ins with the clinician tablet and did programming to resolve the screen 59. It was reported that later that day, the patient was unable to connect to or charge the ins with the controller. The patient requested a replacement controller. After the patient received the replacement controller, they still encountered the ¿no device found¿ screen when trying to set it up. The patient tried using aa batteries in the controller, and the issue was not resolved. The manufacturer representative met up with the patient and attempted to disable and re-enable the ins twice but got the ¿no device found¿ screen both times. It was reported that the controller eventually gave the ¿looking for device¿ message and then the ¿unable to recharge¿ screen. The manufacturer representative went into tech mode to select new implant but got ¿no device found¿ again. The manufacturer representative tried to disable and re-enable again and got the same result. The manufacturer representative then tried clinician mode but got no connection. Then the manufacturer representative reinserted the lithium ion battery pack into the new controller and the patient got into passive recharge. They were able to get 96-97 and even 99, but eventually they got to an ¿unable to recharge¿ screen. The manufacturer representative attempted to connect to the ins with the clinician tablet and was unable to. The patient was sent a third rtm. After receiving the third rtm, passive recharging cycles were attempted and were unsuccessful. The controller was stuck on ¿checking for recharger¿ and would eventually time out and go back to the ¿hello¿ screen. Additional information was received from a manufacturer representative (rep). It was reported that the patient was not able to get the 3rd recharger to connect at all, so they continued to use the second one. The patient disabled the device so many times that they lost count, and they trickle charged for a few hours and were still not able to find the device. It was noted that the issue was escalated to engineering. It was reported that the patient was in pain and frustrated. It was recommended that the rep check the ins by palpating the ins site to see if the ins is tilted. Additional information was received from a manufacturer representative (rep). It was reported that the ins battery was not tilted in the pocket. It was reported that the patient was scheduled for battery replacement on (B)(6) 2019. No further complications are anticipated.